Event description:
As initially reported to customer relations: an 81 year old female patient underwent an unspecified procedure in which the cotton-huibregtse biliary stent was used. Per the district manager: during casual conversation about various stents on the market, [the end user] mentioned to me that they had a patient that had a 10fr biliary stent that had migrated into the duodenum. The patient had a perforation noted in her duodenum and the physician used a clip to close it. [End user] said the physician did not believe the stent had caused the perforation. When I [district manager] prompted for more information as I [district manager] would need to report this, [the end user] stated that if they [end user] believed the perforation was due to the stent, they [end user] would have contacted me immediately. No further procedures were necessary for the patient, and the patient did fine. Updated information: type of procedure was an ercp. Placed two clips successfully.

Manufacturer narrative:
Fge catheter, biliary, diagnostic.